Event description:
It was reported that the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) system consisting of a cuff, pump, and balloon. It was noted that the patient's previous aus was removed six months earlier due to complications of a neurogenic bladder, edema, and erosion. The physician did not believe the device to be the cause of the reported edema. The patient's bladder condition was treated with botox and allowed time to heal before the re-implant procedure. The patient fully recovered.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with artificial urinary sphincter (aus) implant and are noted as such in the ams 800 instructions for use. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 800 instructions for use (IFU) was reviewed. The patient symptoms swelling and erosion were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced edema and swelling with his artificial urinary sphincter (aus) device. The aus was explanted six months ago. The physician does not believe the device to be the cause of the swelling. The physician states the patient had a neurogenic bladder and the aus ended up getting eroded. The aus was explanted and the patients bladder condition was treated with botox. After healing period, the patient underwent a surgical intervention to have a new aus implanted. The patient is fully recovered.